Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation. Related submission name: 3025141-2025-00119 and 3025141-2025-00121.

Event description:
During a procedure, the surgeon was unable to attach the handle to the top of polaris humerus nail. The coupling screw was too short and did not engage inside threads at top of polarus nail. The surgeon was required to insert the nail without a handle and proximally lock without the use of the targeting attachment. A 30 minute delay in surgery is reported. Report is 2 of 3.